Event description:
It was reported that balloon burst occurred. The target lesion was located in the arteriovenous fistula. A 4.0 x 80, 75cm mustang¿ balloon catheter was advanced to dilate the lesion but the balloon burst during the second inflation at twenty four atmospheres. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).